Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The expiry date (12/31/2030) was reported in error. The device involved was an instrument and does not have an expiry date. Updated pe code from broken (2+ pieces): intraoperatively to broken (2+ pieces)intraoperatively: fragment removed from wound.

Event description:
Additional information received: a. Was there any surgical delay? If yes, what is the duration of the delay? B. Was/were there any patient consequence/s related to the event? C. Were there any fragments generated? If yes, were all the pieces retrieved? D. Did it break into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn, or cross-threaded? A. There was no delay. B. There were no consequences. C. The handle broke into 2 pieces, all were retrieved. D. The red push button mechanism broke while impacting, causing the spring to come out as well.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the spring/red attachment knob on the impaction handle broke. Surgical delay unknown.